Manufacturer narrative:
Internal complaint reference: (B)(4). Clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture. Clinical medicine research and practice. Zhuan yu & niu kang (pain department, (B)(6)). Doi: 10.19347/j.cnki.2096-1413.202133029.

Event description:
It was reported that, on literature review "clinical effect of interlocking intramedullary nail and proximal femoral nail anti-rotation in the treatment of elderly femoral intertrochanteric fracture", 3 patients, who initially underwent internal fixation surgery with a trigen intertan nail to treat intertrochanteric fractures, experienced a loosening of the prosthesis. No specific details were provided in regards of how were these complications treated or resolved. The patients' outcome is unknown. No further information is available.

Manufacturer narrative:
H10: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. It is noted within the attachments that no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: case-2022-00098297-1